Event description:
Related manufacturer reference number: 1627487-2022-01241, related manufacturer reference number: 1627487-2022-01242. It was reported that patient was experiencing ineffective therapy as the leads had migrated and confirmed via x-rays. Also, the ipg displayed the message and found that patient lost therapy. As such surgical intervention took place wherein the entire system was explanted and replaced with new ones. Post procedure, effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.